Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported that a physician noted "small perforations" at the tubal openings during a laparoscopy that followed a successful novasure ablation. On 05/02/2008 additional info was provided. It was reported that the perforations did not go all the way through the uterine wall but stopped at the myometrium. Additionally, the physician noted "thermal injury" to 2 areas on the outside of the uterus during the laparoscopy in 2008. No other organ was affected. No treatment was needed. Four months later, the physician reported the patient is doing fine.